Event description:
The customer reported that the device fails to power up. There is no reported pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.